Event description:
A report was received that the cannula tubing kinked approximately one inch from the connector. The kinking was identified by the respiratory therapist as the patient had "an increased wob, retractions, increased respiratory rate and started to desat." The intervention performed was described as, "blow by given to patient via an anesthesia bag while the ram was taken off patient and replaced to maintain o2 sats." As of this report, the patient was still hospitalized and in stable condition. The device had been in use "less than a week" at the time of the incident. The user facility states that the "directions for use" were observed.

Manufacturer narrative:
The user facility was unable to provide a weigh for the patient. No lot number was provided, therefore a manufacture date could not be determined. Photographs were taken of the returned device. A visual inspection of the device was also performed, revealing that the device had been cut. The user facility confirmed that staff had cut the device in order to "get it off the patient, as the ng tube was secured to the patient's face and we did not want to lose the ng tube." The visual inspection of the device also revealed what appeared to be a pen or ink marking near the prongs. The user facility confirmed that staff had done this, explaining that "when the rn/rt marks the number on the ng tube for position placement, after inserted, the marker also left a mark on the ram." Further evaluation is currently being conducted on the return device in an attempt to determine the cause of the problem. A supplemental report will be submitted when the additional evaluation is concluded.